Event description:
Upon disconnection of pd (peritoneal dialysis) post run, blue pin did not engage into pt (patient) pd port, pin did not click or engage & there was slight leaking around blue piston engagement site.